Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was empty. The hcp reported the pump had been empty since (B)(6) of 2017. The hcp reported that the patient was "non-compliant/flaky," and that is the reason the pump went empty. The hcp thought the patient would have heard the pump alarming but did not know for certain if they did or not. The hcp was thinking of putting saline in the pump, programming it to minimum rate mode, and then possibly refilling the pump when they obtain the drug in the next few days. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the pump going empty was due to the patient choosing not to get it refilled. A healthcare professional filled a pump with saline, placed the pump in minimum rate, and planned on resuming normal therapy in a couple weeks. The patient's weight at the time of the even was unknown. The patient's pump serial number was provided. No further complications were anticipated/reported.